Event description:
It was reported that during a cranial procedure, the perforator bit tore the dura. It was also reported that there was a delay which was long enough to suture the dura. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The perforator bit subject to this MDR was not returned to the manufacturer for evaluation. Lot number information has not been provided to permit further investigation. If the perforator bit is received, an evaluation will be performed and a follow-up MDR will be submitted.